Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure and had a thrombus in the left ventricle. Tissue plasminogen activator was added to the purge with little resolution. The patient underwent a washout and the pump was explanted.